Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2005: the patient presented with preoperative diagnosis of herniated nucleus with discogenic pain syndrome l4-5 and l5-s1 and underwent 1.bilateral laminectomy, facetectomy, and foraminotomy for decompression l4-5 and l5-s1. 2. Bilateral diskectomy for decompression l4-5 and l5-s1. 3. Posterior lumbar interbody fusion l4-5 and l5-s1. 4. Posterolateral fusion l4 to s1. 5. Harvest of local bone. 6. Segmental fixation with m8 pedicle screws and rods l4 to s1. 7. . Use of intraoperative fluoroscopy. 8. Use of intraoperative microscope. 9. Use of intraoperative emg monitoring. Per-op notes: the patient was identified and brought to the operating theater on a gurney. After induction of general endotracheal anesthesia, a catheter was placed. Appropriate intravenous access was established. The endplates were prepared and two 10.0 by 26.0 mm cage interbody cages packed with allograft bone croutons and the patient's own blood products were placed in the l5- s1 disk space and countersunk appropriately. Attention was then turned to intraoperative emg stimulation. Bilateral l4, l5, and s1 nerve roots were stimulated and all nerve roots stimulated to less than 3.5 milliamps. All screws were subsequently stimulated and there was no response to stimulation of any of the screws with the exception of the left l4 screw, which stimulated at 18.0 milliamps. A dental instrument and ball were used to palpate the superior, medial, and inferior borders of the pedicle for any breach of cortex of which there was none. Two precut, pre bent rods were placed in the variable angle screw heads and seated appropriately. Top-loading nuts were applied and each level was tightened under gentle compression and the top-loading nuts were sheared according to manufacturer specification. Prior to screw placement, the transverse processes ofl4, l5, as well as the sacral ala had been decorticated using a high-speed drill. Laminectomy products, which had been freed from soft tissue and morselized were rolled in bone morphogenic protein impregnated sponges and placed in the intertran sverse region bilaterally. Remaining laminectomy products were also placed in the intertransverse region bilaterally. A single transverse connector was applied and tightened according to manufacturer specification. A 10-french drain was placed in the epidural space and externalized using a trocar needle. The lumbar fascia was reapproximated using 1-0 vicryl in simple interrupted fashion, fasc ia using 2-0 vicryl in simple interrupted fashion, subcutaneous tissues using 3-0 vicryl in inverted mattress fashion, and the skin was reapproximated using surgical staples. A sterile dressing was applied and the patient was returned to the supine position, extubated, and taken to postanesthesia recovery in stable condition. Patient alleges unspecified injury due to the use of rhbmp-2